Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back from his neck to his waist. The area was described as red, itchy, and broken due to scratching. The patient's wife reported that the patient will be ending use due to the skin irritation and that the patient's doctor is aware. There is no indication that the patient's doctor recommended the removal. The patient's doctor did recommend using cerave moisturizing cream and hydrocortisone cream to treat the irritation. During a follow-up, the patient indicated that the irritation had improved since using the creams and removing the lifevest.